Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A buyer reported that two dull knives were experienced during surgery. The issue was resolved by taking a third knife which was sufficiently sharp. Patient impact information is unknown. Additional information has been requested. Additional information was received confirming that there was no impact to the patient in conjunction with this report.